Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the final investigation and corrected information. Correction: complaint information confirmed that the customer complained about a leak on the handle which is not a reportable malfunction. There was no contamination or influenza test. The complaint was corrected and coded accordingly. Based on the results of the investigation, no reportable malfunctions were found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when returning the device to the user from the previous service repair a positive liquid test for influenza was noted on the bronchovideoscope. The issue was noticed during service maintenance. Three attempts were made for further information and no response was received from the customer. There were no reports of patient harm.